Manufacturer narrative:
(B)(4). Returned meter evaluated with defect found, e7. Meter - root cause: foreign material on strip connector. Returned test strips evaluated with defect found; black chemistry observed. Qc investigation on 2/1/2017 resulted in defect found and the event was determined to be reportable. The most likely root cause is black chemistry due to improper storage.

Event description:
Consumer complaint of e-2 error: sample not detected or using the wrong test strip. The e-2 error occurred after the blood was absorbed. During the call on (B)(6) 2016, the customer stated that she was feeling well and did not have any symptoms pertaining to diabetes. Medical intervention is not reported at the time of the call on (B)(6) 2016 as a result of the meter's readings. Blood test was not performed during call as customer's test strips are part of recall; customer was advised to discontinue use of products. Test strip lot manufacturer's expiration date is 05/31/2018 and customer stated she had opened the vial of test strips last year (2015); customer's test strip are expired. Customer stated she had two vials of the same lot number. The customer stated she was using alcohol to clean her hands; customer was advised to use handwashing technique. The product is stored according to specification and is stored in the bedroom. Adverse event was not reported at time of call on (B)(6) 2016.